Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l78723, product type: catheter. (B)(4).

Event description:
It was reported a patient had a granuloma. The reporter indicated they had reported the event previously but did not have any details so no further information was able to be obtained. The type of medication being delivered via the device system was not reported. It was later reported that it was never verified there was a granuloma; however, precautions were taken to treat as if a granuloma had existed. Therapy resumed 12 months later. Additional information has been requested, but was not available as of the date of this report.